Event description:
It was reported that the physician, who was not trained in the use of the device, attempted to implant an xpert stent in an unk vessel below the knee. The stent prematurely and fully deployed while the stent was advancing over the guidewire, outside of the pt's body. The device was removed and a second xpert stent was used. The second stent also prematurely deployed while the stent was advancing over the guidewire, outside the pt's body. There was no pt injury. The device will be returning. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. The first xpert stent (part 82140, lot 367808) filed under MFR# 9710478-2007-00040.